Event description:
It was reported that during a ureteroscopy procedure for kidney stones, the fiber was opened and connected, and when they went to laser, it caused the blast shield to go out and there was a rip or tear in the fiber. Due to this, the procedure was completed using another device. There were no patient complications.